Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer replaced the module controller, drawer controller, the retractor band and side rails to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 was failed to stay closed. The customer stated that this malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.